Event description:
Voluntary medwatch received states that the right ventricle (rv) lead exhibited myopotentials over sensing and low out of range impedance with syncope experience caused by pacing inhibition. The low impedance had resulted in lead safety switch to unipolar pacing. No intervention or procedure was reported. No additional adverse patient effects were reported.